Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "a system message displayed" (device display error message). The nurse manager reported a system message displayed during surgery. The system was switched out to complete the surgical procedure. No pt injury was reported.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. An internal investigation has been opened to address this issue. A corrective action has been initiated. (B) (4). (B) (4).